Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported a bent cannula on her son's infusion set. The son's blood glucose was 535 mg/dl. He was treated with a manual injection. The mother believed the bent cannula was the cause of his high blood glucose. She also reported that the insulin pump did not alarm no delivery to alert her son that he was not getting any insulin. The customer was assisted with programing a 1 unit fixed prime. Troubleshooting found the insulin pump alarmed no delivery when there was less than 5 units. The customer was advised to monitor the insulin pump. No additional information provided.